Event description:
The recalled fidelis 6931 rv lead. Patient was seen in office recently with a normal lead functioning. The patient was seen in ed five days later with 27 shocks from the ICD. The medtronic representative was called in and interrogated the device and they found that the 6931 rv lead was fractured.